Manufacturer narrative:
The thermogard ivtm console was not returned to zoll for evaluation. Thermogard xp ivtm system was evaluated by zoll service at the customer site. The customer reported issue of thermogard exhibited mid: 09 (air trap assembly) error message was confirmed during the event log review and functional testing. The root cause for the mid: 09 error was determined to be a faulty air trap block assembly due to the overflow of fluid into the air trap chamber. The air trap block assembly was replaced to address the reported complaint. During the visual inspection, no physical damages were observed. Archive event log data was downloaded and noted mid: 09 (air trap assembly) error message around the reported event date. Following the repair, the thermogard console passed all the testing with no issue or faults observed. All tests and readings are within the specified limits and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
As reported, the thermogard xp ivtm system displayed mid:09 (air trap assembly) error message. No additional information was provided. No known impact or consequence to patient information was available.